Event description:
The physician attempted arteriotomy closure with the preclose a-t (the closure ak) device following a diagnostic procedure. The physician experienced a cuff miss, followed by difficulty parking the foot. The physician reportedly saw suture material wrapped around the foot, which appeared to prevent the foot from parking. The arteriotomy site was closed with a second device. The patient reportedly had an "enlarged puncture wound" but no medical intervention was required.